Event description:
It was reported that a spectrum pump displayed system error 105 in the medical surgical care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was observed while running a loaded set. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.